Event description:
The customer reported being in the hospital because she was sick of the medicine and just got out of control. The customer experienced diabetes ketoacidosis and they attempted to treat her with the insulin pump, but it was not functioning; the caller stated that it was due to the basal rates. As soon she was placed on an insulin drip and novolog her glucose level started dropping. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. Performed the high pressure test and passed. Instructed the customer to remove the cannula and it was bent. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.